Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for chronic low back pain and spinal pain. It was reported that there was poor communication on the patient programmer. The implantable neurostimulator recharger (insr) was not able to communicate with the implantable neurostimulator (ins). The patient would only see the reposition antenna screen so they could not charge the ins. The patient had last charged their implant successfully in (B)(6) 2016. The patient stated that they remembered that they checked the implant with the patient programmer in (B)(6) 2016 and it had told them that the ins batter was low and needed to be charged. It was reported that it was always hard for the recharger to connect up with the implant and that if the patient would move just a little bit it would lose its connection. It was reported that the implantable neurostimulator (ins) had worked on and off since the beginning and it was ¿hit or miss¿ where it would provide coverage sometimes but then the coverage would go away other times which resulted in the patient going in for multiple reprogramming sessions. It was reported that the ins was not working so well to cover their symptoms right now so they wanted to go in to have it adjusted. The patient had met with a manufacturer representative in (B)(6) because their ins was not providing coverage. The manufacturer representative readjusted and messed with the settings. The patient stated that they told the manufacturer representative that they did not know if the adjustments were working. The manufacturer representative had told the patient to try it for a couple of days but the patient stated that they ended up having to go to another stated. The patient went back to their health care professional (hcp) in (B)(6) and asked the hcp to change their settings. The hcp told the patient that they would need to meet with a manufacturer representative to do that. An appointment at the hcp office was scheduled for (B)(6) 2017. The event dates were clarified and it was reported that the trouble maintain the insr antenna over the ins had been since implant on (B)(6) 2014, the device working on and off to cover symptoms had been since implant, the reposition antenna screen was seen yesterday or the day before that in 2017, and the poor communication was seen on (B)(6) 2017. It was mentioned that the patient would be moving on (B)(6) 2017 so hcp listing were sent. Additional information received from the consumer on (B)(6) 2017 reported that there were no steps taken for the issue of coverage being ¿hit or miss¿ and no steps yet taken for the communication and charging issues. It was reported that the patient had been told by a manufacturer representative that the health care professional (hcp) needed to initiate the appointment with the manufacturer representative and the hcp had told the patient that the implanting surgeon was needed. It was reported that the patient would be having the implant taken out as they were unable to use it.